Event description:
On 10/19 co's contact reported that the tip of the vapr suction electrode had been broken while in use in the body. Reported no pt injury, however a pin and a small piece of the ceramic tip may not have been retrieved from the body. No pt injury was reported as a result of this situation, however, if this were to recur there is a possibility that pt injury could potentially result.